Event description:
Suture snapped from delivery assembly when released. No patient harm occurred another perclose was opened and used to complete the case. Vendor notified. Manufacturer response for suture-mediated closure and repair (smcr) system, perclose prostyle (per site reporter).